Manufacturer narrative:
(B)(4): due to erosion, the patient underwent mesh removal on (B)(6) 2010. The patient has pain, dyspareunia and recurrence of incontinence.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginitis and urinary urgency.

Event description:
It was reported that following insertion the patient experienced vaginitis and urinary urgency.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy / bilateral salpingo-oophorectomy, adhesiolysis, posterior repair and mesh due to symptomatic pelvic prolapse, stress urinary incontinence and fibroids. It was reported that the patient underwent mesh revision on (B)(6) 2010 for urinary incontinence, mesh exposure and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)